Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device associated with this report was not returned for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address biolox delta ceramic head fracture and extensive wear on the srom stem neck. Poly wear was also reported. Update ad 23 may 2018 receipt of ppf and sticker sheets. In addition to what previously alleged, ppf alleges infection and loosening of cup.